Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during the surgery of a total hip prosthesis, the product fractured in two pieces. One of the fractured pieces went out the patient and the other was lost; possibility of the lost piece being in the patient and could be responsible of premature wear of the polythene. A washing was done to try to remove the metallic part. The surgery time was extended 0-15 minutes and the surgery was completed with an alternate device.

Manufacturer narrative:
The device is manufactured in the zimmer biomet (B)(4). The information for this response was provided by the quality department at the (B)(4). (B)(4) is the catalogue number for purchasing the stryker reciprocating saw blade. The (B)(4) detail component production part number for this blade is 11-4619-01. A review of manufacturing records was performed for part # 11-4619-01, (B)(4). Manufacturing of the lot began on 5/15/2015 and the lot was released into inventory on 6/8/2015. There were no non-conformances during manufacture. All testing and inspection requirements were met. The saw blade was not returned to zimmer biomet surgical for evaluation. The customers reported event was that during use two small pieces broke off the saw blade. One piece was noted to fly out and away from the patient. The second piece was lost and not found. Without the returned device this reported event cannot be confirmed. The available information indicates that the device was manufactured in accordance to the design specifications, manufacturing process and quality acceptance procedures. Without the returned device and with just the available information a root cause determination cannot be made. Speculating based on historical complaint data; the most likely cause for this reported event is user damage to the saw blade. Moving the saw blade back and forth in the cutting guide, with the saw activated, could cause the saw teeth to impact the cutting block. Accidentally hitting the hard surface of the cutting guide could cause teeth or small pieces of the saw blade to break off. This reported event is not considered an out of the box event. Customer reported damage occurred during use. There are no recommended actions at this time. The risk assessed within the context of this complaint indicates that the issue is within acceptable limits in terms of severity and occurrence.